Event description:
The infusion pump was checked by biomedical. The motor mechanism mount was broken. The malfunction sensors for a dropped pump had not been activated. The motor rotation sensor was activated after the pump was started. This could have resulted in a free-flow condition if the pump had been connected to the patient prior to starting.